Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of the reported loss of connection could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4). Describe event or problem - additional information, additional device information, lot number - additional information, device availability - additional information, date received by manufacturer - additional information, type of report - follow up, follow up type - correction / additional information / device evaluation, device evaluated by manufacturer / evaluation summary - additional information, device manufacturer date - additional information, event problem and evaluation codes - additional information, additional narrative/date - additional information.

Event description:
The transmitter was returned for evaluation. The following were performed: external visual inspection, voltage test, pairing test with the nordic bluetooth device, global transmitter final functional test and the data file was reviewed. The reported allegation was not confirmed. The probable cause could not be determined post investigation.